Event description:
The customer reported a generator error and kv check failed error messages. These message will result in a shut down situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the bios was reset during the service call. The system was tested and found to be working as intended and put back into service.